Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Codes are for the driveline, an item that remains implanted. An action investigation related to this is issue is being conducted by the manufacturer. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis review date: 11/17/2015; dated through 11/03/2015-11/17/2015: normal power consumption. Additional notes: 5 high watt alarms have been logged since november 17, 2015. The current high watt alarm limit is set to 6.0 w. 4 electrical fault alarms have been logged since november 17, 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03737 and 3007042319-2015-03738) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported by the site that the patient had an electrical fault and high watt alarm that resolved on their own, and were not replicated by manipulating the driveline. The site sent in log files, and confirmed alarms. It was stated that due to the proximity of the implant date, driveline contamination during implant is suspected. A cleaning procedure was performed due to four electrical faults logged on the front phase b. It was stated that two rounds of cleanings were performed each lasting less than 30 seconds for a total of one minute. Debris was observed and removed from two pump connector pins and an elective controller exchange was performed as per procedural protocol. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Investigation of this event revealed that the most likely cause of the reported event can be attributed to the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03737 and 3007042319-2015-03738) submitted for devices related to the same event.